Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 481 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose level rose above 250 mg/dl while wearing the pod for approximately 4 to 24 hours. The pod¿s pink slide reportedly did not move forward despite cannula insertion, and no abnormalities were observed in the cannula, indicating a needle mechanism failure. The patient¿s blood glucose levels decreased after administering insulin via injections.

Manufacturer narrative:
The device has been returned and received. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.g781vsquahwh5. Hardware: sm-g781v. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.